Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported cadd cleo infusion set that patient got a line blocked alarm and tried to resolve with new tubing and a cassette change the cannula was observed to be kinked. There was patient involvement and no harm. This would cause occlusion of therapy during use.